Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218024431 was returned and analyzed. Visual inspection showed that the loop was kinked in multiple points. Mechanical verification of the steering functioned normally. The mapping catheter was connected to the diagnostic computer and channel pairs were not displaying any noise. Movement and deflection of the catheter distal to the lemo connector did not induce any interference noise. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.